Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report an intermittent issue where their device would only remain powered on for approximately one (1) minute before powering off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's system pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Follow-up medwatch report 001, indicates: physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's system pcb assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.